Event description:
A us distributor returned a monitor and reported monitor does not power up. / a us distributor reported that three batteries would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery device evaluation of batteries sns (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged batteries device evaluation of monitor has been completed. The reported problem (won¿t power up) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the insulated-gate bipolar transistors (igbts) q8, q7, q6 on the defibrillator pca board being shorted. The root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.